Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: section c. Event summary: it was reported, during retrograde intrarenal surgery (rirs), using an ncircle tipless stone extractor, it was discovered that a wire was broken. The device was not used on the patient. Thus, the physician used another new ncircle tipless stone extractor to finish the procedure. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the handle and basket formation in open position. The male luer lock adapter was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing measured 3 cm in length. The support sheath was bowed. A functional test determined the handle actuates the basket formation. One wire was pulled out of the distal cannula. A document-based investigation evaluation was performed. No related non-conformances were recorded, and no additional lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence that nonconforming product exists in house or in field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have 1 of the 4 basket wires pulled free from the basket cannula that holds the proximal end of the basket wires together. It was also noted that the basket sheath was bent. The device was returned without the plastic tray, therefore the bent sheath could have occurred during return shipping. The device is inspected multiple times during manufacturing and quality control checks for damage and to ensure proper operation. The device is inspected multiple times during manufacturing and quality control checks for damage and to ensure proper operation. It is possible the basket wire was caught on an unknown object during unpacking or subsequent handling that pulling the wire out of the cannula. There was no information known related to device handling, therefore there was insufficient evidence to make a determination of the cause of the issue. We will continue our monitoring of similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during retrograde intrarenal surgery (rirs), using an ncircle tipless stone extractor, it was discovered that a wire was broken. The device was not used on the patient. Thus, he used another new ncircle tipless stone extractor to finish the procedure. No adverse effects have been reported due to the alleged malfunction.